Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 19:14:07. During night drain cycle four, the patient's ultrafiltration reading was 1275ml, indicating the home patient (hp) drained 1275ml more than their maximum programmed fill volume of 2000ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs; however, the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.